Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2322 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. She will be treated by a total hysterectomy procedure. The reported event is serious due to medical importance and disability and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and clinically significant/intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint and muscle pain in back, arms, legs, hand and neck"), myalgia ("joint and muscle pain in back, arms, legs, hand and neck"), visual impairment ("visual and dental problems") and tooth disorder ("visual and dental problems"). The patient will be treated with surgery (total hysterectomy procedure was scheduled for (B)(6) 2017). At the time of the report, the pelvic pain, abdominal pain, arthralgia, myalgia, visual impairment and tooth disorder outcome was unknown. The reporter provided no causality assessment for pelvic pain, abdominal pain, arthralgia, myalgia, visual impairment and tooth disorder with essure. The reporter commented: (B)(6) 2016. She was currently on paid leave, request for recognition of (B)(6). It was also reported about loss of salary and autonomy in everyday life, difficulties in family life, and (B)(6). Diagnostic results: on an unspecified date blood test, several x-rays, and MRI were done. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. She will be treated by a total hysterectomy procedure. The reported event is serious due to medical importance and disability and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.